Event description:
Customer reported receiving an error 3 message when a test strip was inserted in their freestyle freedom meter. Customer reported feeling discombobulation, fogginess, thirsty and sweaty. No third-party medical intervention was required. Customer reported taking fiber, protein, non-sugar and non-carbonated liquids, glucose tablets, drank juice and had candy bar to ameliorate his symptoms. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Retain sample testing on the complaint strip lot has confirmed a manufacturing issue resulting in error 3 message when these strips are used with freestyle freedom meter. Testing concluded that not all strips in affected vials are impacted. This issue is associated with field correction.